Event description:
Reportedly, when doing the post implant check in the usual hospital's environment for pm follow-ups, the presenting egm showed noise/interference with uniform amplitude and regular cycle length. As soon as the sensing tests were done and the device was inhibited, the noise / interference was gone. All lead parameters were within normal range. This happened with 3 of the new implants in the past month. Preliminary analysis suggests the reported oversensing to potentially be related to the minute ventilation sensor.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
No issue is suspected with the device. Preliminary analysis has shown a high lead polarization (related to the atrial lead itself). H3 other text: trigger for pm explant was not the reported complaint but dislocation of ventricular pacing lead.

Event description:
Reportedly, when doing the post implant check in the usual hospital's environment for pm follow-ups, the presenting egm showed noise/interference with uniform amplitude and regular cycle length. As soon as the sensing tests were done and the device was inhibited, the noise / interference was gone. All lead parameters were within normal range.

Manufacturer narrative:
No issue is suspected with the device. Preliminary analysis has shown a high lead polarization (related to the atrial lead itself). Please refer to the attached analysis report. H3 other text: trigger for pm explant was not the reported complaint but dislocation of ventricular pacing lead.

Event description:
Reportedly, when doing the post implant check in the usual hospital's environment for pm follow-ups, the presenting egm showed noise/interference with uniform amplitude and regular cycle length. As soon as the sensing tests were done and the device was inhibited, the noise / interference was gone. All lead parameters were within normal range. Preliminary analysis suggests the reported oversensing to potentially be related to the minute ventilation sensor.